Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. No anomalies were found. On (B)(4) 2011, the telemetered battery voltage was 2.93 v and the daily battery voltage trend measurement was 2.99 v. This difference is within expectations (<150 mv). Ramware version 2 is currently installed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. On (B)(4)-2011, the telemetered battery voltage was 2.93 v and the daily battery voltage trend measurement was 2.99 v. This difference is within expectations (<150 mv). Ramware version 2 is currently installed.

Event description:
It was reported that the device experienced low telemetry battery voltage and varying voltage measurements. Patient has not been into the office to have the software update yet, but will be seen in person for the next scheduled visit. The device is still in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).

Event description:
It was reported that the device experienced low telemetry battery voltage and varying voltage measurements. Patient has not been into the office to have the software update yet, but will be seen in person for the next scheduled visit. The device is still in use. No patient complications have been reported as a result of this event.